Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found keypad output anomalies. The following keys were found inoperable: #5, #7 and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed. When any of the remaining functional keys are pressed an automatic output of the #5 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 15 will be displayed, alphabetically: when the "abc" key is pressed, am will be displayed interfering with mdl drug searching opportunities). The failed keypad has been replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
The customer reported that the spectrum pump has a inoperable keypad. No patient injury was reported. No further information was provided.